Manufacturer narrative:
The results of the investigation concluded that no visual anomalies were noted to the returned anchor, collagen fragment, and suture segment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm mfg facilities as supported by the device history record and the analysis performed. The cause of the reported incident remains unk.

Event description:
The info provided to sjm indicated a 6f angio-seal sts plus was selected for use in the right common femoral artery following a percutaneous coronary intervention on (B)(6) 2014. A pre-deployment angiogram was performed and a puncture was made at a 45 degrees angle. During deployment no slack in the suture was noted and the compaction marker was not fully exposed while tamping down the collagen. Manual compression was applied following deployment. The pt noted discomfort at the puncture site and was discharged on (B)(6) 2014. The pt presented with a thrombotic occlusion. The thrombus was removed using a fogarty catheter and blood flow was restored. During this procedure, the anchor, collagen and suture were all removed. The physician is unsure whether the event was caused by the product or the procedure.